Event description:
Boston scientific received information that this implantable defibrillation lead exhibited oversensing which resulted in an inappropriate shock. It was found the lead had dislodged. An invasive procedure was performed. This lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.